Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not helped him control his pain in the back area since implant. The patient¿s implantable neurostimulator (ins) was implanted for the lumbar area. The patient was having an MRI in the location of the lower back. The patient may have another back surgery. Additional information received reported the patient had to have surgery to remove their device. There was a loss of therapeutic effect. The patient thought the back surgery was related to the device therapy. It provided some therapeutic benefit when they weren¿t that bad but as the patient got worse, and even though they had it recalibrated numerous times, they just couldn¿t take care of that area. It was 4-6 months after implant that it was not helping anymore. The implant was done in (B)(6) and they had to redo it in january. It was later noted (B)(6) of 2014. Apparently the implanting healthcare provider (hcp) did not use sutures. They received therapeutic benefit in the beginning; everyone tried very hard, and noted they couldn¿t always get the coverage. It was working somewhat, it helped somewhat, but they were getting really bad. Then it did not seem to work at all. That was when the patient went to the hcp in (B)(6) 2014. They could not do anything more for it, they did all the tests again, took x-rays, looked at the original x-rays and decided the wires definitely had moved. They went back in and put them back where they were and used a suture that time. It worked somewhat but they couldn¿t get it to where the amount of pain the patient was having. Even with pain pills, it was working to help them a little but not working enough to preclude surgery which was coming up on thursday after the report. The device and all components were removed (B)(6) 2015. The device was removed during their surgical procedure. The hcp reported the surgical intervention was not the basis for removal of the device.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).